Event description:
It was reported that when the patient presented in-clinic for a routine follow-up there were problems interrogating the device. Several troubleshooting was performed to establish communication but was unsuccessful. It was noted that the patient had a dermatology procedure in the neck area that used cautery. The device was later explanted due. The patient was fine after the generator change-out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of communication difficulties was not confirmed in the laboratory. The device communicated normally via inductive telemetry. No communication was established via rf telemetry due to the battery voltage being below eos. After an external power supply was attached, communication was established normally with both inductive and rf telemetry.